Event description:
It was reported that the patient was advised that the wires may be lose when unable to get electrocardiogram. The patient was transferred to the imaging team and this lead remains in service. No adverse patient effects were reported.